Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the service technician was unable to access data in toolbox due to a damaged ac power connector. The damaged ac power connector made it unable to power up device. No repair was performed. The device is not needed for inventory and has been scrapped.